Event description:
The hcp reported impedances >2000 ohms and current <7 microamps on all or some of the unipolar pairs; readings indicated an open circuit. The hcp also reported a loss of efficacy unrelated to stimulation therapy. The hcp planned to perform x-rays.